Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a device manufacturer representative (rep) regarding a patient who was receiving 155 mcg/ml fentanyl at 25 mcg/day and 2000 mcg/ml lioresal at "324-367 mcg/day" via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient had two catheters in the body because one failed. It was noted that the catheter was replaced on (B)(6) 2007. No symptoms were reported related to the catheter failure. The patient's concomitant medications included zanaflex, neurontin, valium, oral baclofen, oral dilaudid, and a fentanyl patch. The patient's medical history included multiple sclerosis and arthritis.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.